Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain . The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event and was treated with unspecified antibiotics(ongoing). At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.